Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. The ventilator passed 116 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator was thoroughly inspected; internal inspection did not reveal any abnormalities with the ventilator. A review of the event trace revealed multiple ¿ln vent1¿ conditions. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit shut down and restarted itself. It is unknown at this time whether there was any patient involvement associated with this complaint.